Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
After the implant procedure, the patient experienced a stroke and hemiparesis. An x-ray was performed and a thrombolysis was performed to resolve the stroke. It was suspected that the cause of the event may be due to the delivery catheter causing ectopic beats that resulted in the movement of a thrombus. It was noted that the patient had an existing thrombus prior to the procedure. There was no allegation against the malfunction of the device and delivery catheter. The patient is stable.